Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the caller was requesting a representative (rep) for a reprogramming session. The patient had previously seen a rep on (B)(6) 2018 who reprogrammed the patient for the first time since they were implanted. The rep changed the stimulation from a constant setting of 3.6v to two ¿channels¿. The caller had increased program 1 up to 2.4v, program 2 stayed at 1.8v, to cover the patient¿s pain in their foot, ankle, and lower leg. It was reported that after the changes the patient went to lay down in bed and ¿went berserk¿. The caller stated it started zapping the patient and they start screaming. The caller then had to turn the stimulation down/off to resolve the issue. It was noted that this had happened twice, with the last occurrence the night before the report. The caller stated that adaptive stimulation had not been set up yet. The caller reported that they were unable to turn stimulation back on one time, but thought it may have been due to their ¿ignorance¿ in using the device. The caller was redirected to follow up with a healthcare provider to page a rep for reprogramming. The caller noted that they would request adaptive stimulation to be programmed as well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-03-27. The patient reported that the issue had been resolved by lowering or turning off stimulation before reclining. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The caller stated they need to get the device programmed for adaptive stim. No additional information was provided.